Event description:
Procedure for laparoscopic right thoracoscopy with wedge resection and pleurodesis. Actual procedure: right thoracoscopy.attempted laparoscopic wedge resection, open wedge resection and pleurodesis. Endopath ets-flex 45 atriculating endoscopic line cutter used with first reload with reinforcement material. According to surgeon, did not staple and just cut.====================== health professional's impression======================unknown. Suspect that the staple load was "long loaded" meaning that it was loaded too far forward. Other theory is that pieces of the staples may have jammed.